Event description:
Information received indicated that the right siderail would not latch.

Manufacturer narrative:
The hill-rom technician found the latch mechanism was "gummed up". He disassembled and cleaned the mechanism to resolve the issue.